Event description:
This report summarizes <noe> 10 </noe> malfunction events in which the device had paint chips missing. 10 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 10 previously reported events are included in this follow-up record. Product return status 3 devices were received. 7 devices were evaluated in the field. Event confirmation status 10 reported events were confirmed. Evaluation results 10 devices were found to be affected by missing paint chips.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 10 previously reported events are included in this follow-up record. Product return status 2 devices were received. 7 devices were evaluated in the field. 1 device investigation type has not yet been determined. Event confirmation status 9 reported events were confirmed. Evaluation results 9 devices were found to be affected by missing paint chips.

Event description:
This report summarizes <noe> 10 </noe> malfunction events in which the device had paint chips missing. 10 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 10 events were reported for this quarter. Product return status: 1 device was received. 6 devices were evaluated in the field. 3 device investigation types have not yet been determined. Event confirmation status: 7 reported events were confirmed. Evaluation results: 7 devices were found to be affected by missing paint chips. Additional information: 10 devices were not labeled for single-use. 10 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 10 </noe> malfunction events in which the device had paint chips missing. 10 events had no patient involvement; no patient impact.